Event description:
Dealer states 4 of the 2 screws came undone on the overbed table. The table fell on end user while he was in bed. When examining the bed table it was found to have loose screws and some glue that was not holding properly.